Manufacturer narrative:
Insulin pump received button error alarm due to corroded keypad traces. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Insulin pump received with scratched lcd window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked reservoir tube. Device received with cracked belt clip slot. Insulin pump received with cracked reservoir tube window. Device received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call that the device alarmed a button error alarm. Customer's blood glucose was 415 mg/dl. Customer was not feeling well. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.